Manufacturer narrative:
Reporter alleges injuries from j-plasma procedure performed 7 months ago. Reporter states she has consulted with numerous physicians that have agreed she has received permanent scarring and suggested that physician that performed the procedure was over aggressive, and not properly trained. Reported has subsequently 8 series of steroid shots, 3 micro-needling, 3 prp, 2 ipl treatments and was referred to a burn center. Reporter makes no allegation of device malfunction.

Event description:
Notified of the event through e-mail from patient. Patient alleges that suffered cosmetic damages after procedure with j-plasma. No allegation of device malfunction or failure.